Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during displacement test. The problem was isolated to the interface board. The pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 114 mg/dl at the time of incident. The insulin pump was returned for analysis.